Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system (model#m-4800-01 serial#(B)(4)). Stockert 70 system (model# unknown serial# unknown). Coolflow pump (model# unknown serial# unknown). Coronary sinus bidirectional webster catheter (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4). Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient, (B)(6) y.o., male, underwent an atrial flutter right (r-afl) procedure with a smart touch bidirectional catheter. During the procedure, the patient suffered cardiac arrest and died. The patient¿s medical history is unknown. It was reported that the catheter was advanced to the patient's heart with no problem. The patient's blood pressure and the oxygen saturation declined and continued to be difficult to manage per the anesthesiologist. Code blue was called and the case was terminated. The patient expired after an hour of resuscitation measures. Clarification was received regarding the event. The physician¿s opinion regarding the cause of this adverse event is that this is patient condition related and not a biosense webster product problem. The date of death is (B)(6) 2014 at approximately 6:10pm. The cause of death is unknown.